Event description:
It was reported that during implantation of the intraocular lens (iol), model and type unknown with use of cartridge model pscst30, lot# cm01983, the cartridge was cracked. As a result, the iol was implanted upside down. When the iol was turned back in the eye, corneal endothelial trauma occurred. Additionally, haptic tumbled for iris. As a result, much iridemia (hemorrhage from the iris) occurred. Bleeding stopped with increasing intraocular pressure. The operation was carried out on (B)(6) 2014. No further information was provided.

Manufacturer narrative:
The cartridge was received for evaluation and had an easily visible ¿tip deformed¿ condition. There were visible residues of what appears to be viscoelastic solution on the loading zone and cartridge tube. Apparent ¿stress marks¿ were also observed. The observations are compatible with handling issues of the product. The manufacturing record was reviewed and no non-conformance was generated during the manufacturing process of this lot. All manufacturing operations were in compliance. There are no discrepancies or defects found during the manufacturing record review (mrr) that are related to the possible causes identified for the complaint type reported. The documentation shows that all of the pscst30 cartridges were released within specifications when this lot was completed. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder